Event description:
The complainant reported that the implanted impella cp was unable to advance above p-1 without encountering suction during patient support. Imaging revealed that the cannula of the implanted pump was kinked. The suction events persisted throughout support at various levels of support. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.